Manufacturer narrative:
Anatomical abnormalities or patient movement should be addressed prior to the use of the laser, as this may cause an issue with the flap creation. There were no technical services requested or performed for the reported event. With no additional information, the reported event cannot be confirmed. Based on quality assurance assessment, the product met specifications at the time of release. Based on quality assurance (qa) assessment of the patient interface, the product met specifications at the time of release. A review of the manufacturing records in the device history records (DHR) did not reveal any related non-conformity during manufacturing for this product. Based on the information obtained, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A clinical manager reported a patient with an incomplete flap during a lasik procedure. The surgeon was able to complete the flap. Additional information requested.